Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was experiencing phrenic nerve stimulation. Device interrogation revealed that the left ventricle lead had high capture thresholds. On (B)(6) 2018, the lead was capped and replaced. The implantable cardioverter defibrillator was also prophylactically explanted following the advisory for premature battery depletion. The patient was stable post procedure.